Event description:
Reference MDR #1219856-2009-00234 for first event involving same patient. It was reported that the reason for use was cardia pulmonary support during surgery. While in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery. The md was able to place the iab inside the patient, however, he could not aspirate the central lumen. The md removed the iab and sheath as one unit and inserted a third iab.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.